Event description:
This event was reported as an explant at implant due to 2+ central regurgitation noted on tee. Dr had good visualization and did not see any impairment. At explant valve appears crimped, and kinked with buckle in middle leaflet, at approximately the 2 o'clock position. Anterior leaflet restricted, not coapting. No further information was provided.